Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that the patient presented on (B)(6) 2020, with peripheral artery disease that was treated with thrombolysis. It was stated that the patient was in poor general condition and that the thrombolysis showed not the expected results. Therefore it was decided to treat the patient on (B)(6) 2020 with the implantation of a gore® viabahn® endoprosthesis (pah) in the left common iliac artery. After the vessel was dilated, the pah was advanced and deployed without issues, but appeared to be compressed in the middle part. To solve the compression it was unsuccessfully tried to balloon the middle part of the device. The procedure was completed with the compression still visible. The device was reportedly open and blood flow to the lower limp was visible. It is unknown what caused or might have caused the compression. Due to poor blood perfusion, symptoms of necrosis and ischemia in the lower legs, both lower legs were amputated on (B)(6) 2020. It was clearly stated that the amputation was not related to the reported device issue and that the device was neither thrombosed nor occluded. Blood flow in the device was visible on the date of amputation. The patient tolerated the procedure and was sent to a rehabilitation institute afterwards.

Event description:
It was reported that the patient presented on (B)(6) 2020, with peripheral artery disease that was treated with thrombolysis. It was stated that the patient was in poor general condition and that the thrombolysis did not show the expected results. It was therefore decided on (B)(6) 2020, to treat the patient with the implantation of a gore® viabahn® endoprosthesis (pah) in the left common iliac artery. After the vessel was dilated, the pah was advanced and deployed without issues, but appeared to be compressed in the middle part. To solve the compression it was unsuccessfully tried to balloon the middle part of the device. The procedure was completed with the compression still visible. The device was reportedly open and blood flow to the lower limp was visible. It is unknown what caused or might have caused the compression of the device. Due to poor blood perfusion, symptoms of necrosis and ischemia in the lower legs, both lower legs were amputated on (B)(6) 2020. It was clearly stated that the amputation was not related to the reported device issue and that the device was neither thrombosed nor occluded. Blood flow in the device was visible on the date of amputation. The patient tolerated the procedure and was sent to a rehabilitation institute afterwards.

Manufacturer narrative:
H6: updated patient code, device code. Code 4117: no device or images were returned to w. L. Gore for investigation. An engineering evaluation was conducted on the process failure mode and effects analysis for the manufacture of the device. There are four occurrences in the pfmea that mention ¿partial expansion¿ of the endoprosthesis. All four instances have to do with the braided constraining line. In the event description there is no association between the compression in the middle of the device and zipper function. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.